Event description:
The hospital reported that the vasoview hemopro 2 stopped working early into the radial artery harvest. It was timed out but did not turn back on. The procedure was completed by extending the original incision and opening a new kit. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities with the jaws. There were some signs of usage and minimal evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and a small tear was found in the shrink tubing on the welder unit wire. Based upon this observation, the reported complaint for "stopped working" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).